Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during device replacement this right ventricular (rv) lead incurred damage. Hence, the pace/sense part of the lead was capped. A new lead was implanted. No additional adverse patient effects were reported.